Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. The customer reverted to a backup insulin pump.